Event description:
The customer stated that the architect folate controls were out of range high intermittently. This issue was due to instrument contamination. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.